Event description:
(B)(4) as received from (B)(6) on (B)(6) 2012. Translated as follows: pt complaining that their left eye hurts and is red. Pt has slept in the lenses and got into trouble with the left eye. Symptoms started yesterday but have been intensifying. Has several small cuts on top of the cornea at the limbus infiltrates and across the cornea, but most nasally. Pts attended the eye clinic at (B)(6). The practice believe the symptoms were due to handling issues. The pt is ceased contact lens wear until a review with (B)(6). Attempts to contact the pt have been made for more info with no reply to date. No lenses were returned and no lot numbers provided. This is being filed as corneal abrasions with infiltrates. It could not be confirmed the extent of the abrasion or infiltrate locations, so we are reporting to be conservative.

Manufacturer narrative:
This is being filed as corneal abrasions with infiltrates. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.